Event description:
The customer stated that he tested his glucose one evening using his breeze2 meter and received a reading of 396 mg/dl. He then took 62 units of insulin. Sometime during the night, his wife heard him groaning and she was unable to wake him. Paramedics were called. They tested the customer's blood glucose when they arrived and received a reading of 34 mg/dl using their meter. The customer stated that he was medicated and taken to the hospital. He did not specify the medication that he received, but it was most likely glucose. He was released early the next morning once his blood glucose had been bought back up to 130 mg/dl. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.